Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an enteral stenting procedure on (B)(6), 2010. According to the complainant, the patient had a nine centimeter malignant stricture located near the first and second part of the duodenum. The patient's anatomy was not tortuous. During the procedure, the stent was successfully advanced over the guide wire and to the stricture. During deployment, as the user was withdrawing the handle to deploy the stent, the deployment handle detached. The user attempted to deploy the stent by hand using the sheath; however it was very tight, and the stent was unable to be deployed at all. The device was removed from the patient without issue, and the procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an enteral stenting procedure on (B)(6), 2010. According to the complainant, the patient had a nine centimeter malignant stricture located near the first and second part of the duodenum. The patient's anatomy was not tortuous. During the procedure, the stent was successfully advanced over the guide wire and to the stricture. During deployment, as the user was withdrawing the handle to deploy the stent, the deployment handle detached. The user attempted to deploy the stent by hand using the sheath; however it was very tight, and the stent was unable to be deployed at all. The device was removed from the patient without issue, and the procedure was completed with a different stent device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the stent was fully mounted. The distal handle was detached from the outer sheath. This type of damage is consistent with excessive tensile force having been applied to the shaft. The stainless steel shaft was slightly bent at the distal end of the stainless steel shaft. During analysis it was not possible to retract the outer sheath by hand so the shaft was dissected proximal to the stent and the inner lumen and stent were withdrawn from the outer sheath. No issues were noted with the profile of the deployed stent; however, the inner lumen was kinked at approximately 28 mm proximal to the distal tip. There was no issue in the movement of the outer sheath proximally or distally. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was not used per the directions for use (dfu) / product label. The dfu / product label states "allowing for possible further tumor development and post implant stent shortening (due to continued expansion), determine the length and number of stents necessary to cross the stricture. (Note: the fully expanded stent length should be at least 4 cm longer than the length of the stricture.)" However, the complaint states that the 22x120 mm stent was used to treat a nine centimeter stricture.